Manufacturer narrative:
Due to character limit: e1. Initial reporter - (B)(6) (event site city): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave intra aortic balloon pump (iabp) had an issue where the curve interface was not updating. No patient involved.

Manufacturer narrative:
Due to character limit in block e1: event site name: (B)(6) hospital updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (event site name, event site address, city and event site telephone), h6 (medical device problem code, investigation findings and conclusion)

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and determined that the issue was caused by adhesive stickers placed on the ECG terminals. The fse resolved the issue by testing the equipment, including the cables and simulator, and confirmed that all curves functioned correctly. The device is operating properly and is in excellent condition. The unit is suitable for clinical use.

Event description:
N/a.